Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2014, the customer, (B)(6), reported that the light is not compatible with the table, for br 64 728231. The system was in clinical use at the time the issue was discovered. There was no report of any harm to the operator, patient or bystander during the incident. The customer contacted the philips help desk to inform them of the issue. The customer reported 3 other issues. Subsequent complaints for the other 3 issues address: the air calibrations, last and table height did not match, and the difference between native and km series. The philips field service engineer (fse) was dispatched to the site. The fse arrived at the site and evaluated the system. Fse reported that during a biopsy procedure, the initial scan position (absolute) of the tabletop shown on the gantry display was -99. The operator zero-ed the table position, moved the table out and set the marker on the patient. The tabletop was moved back to the zero position, but gantry display indicated the tabletop position was -107. The customer recognized the difference in the table position, but being in the right area, proceeded with the biopsy. Fse determined that there was an encoder failure. Fse replaced the encoder CT absolute of the patient support, the couch control pcb, to resolve the issue. After the fse's service, the system is working normal. No other complaints have been received from the customer after the service was performed. The bug reps/log files were provided by fse, for investigation. If during a biopsy procedure, the tabletop does not return to the same horizontal position, there is potential for mistreatment of the patient. The logs were reviewed by the CT software engineer for root cause and it was determined that if the table does not move correctly between the inner and outer lasers, then the correct laser gap distance should be set in the system calibration using service tools. It is likely that the fse corrected the problem after replacing the encoder when he redid the horizontal calibrations since the system is reportedly working correctly now. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: code review of position parameters sent to the gantry according to plan location. Make code review on coordinates system of plan on pilot. When the scan starts, the cirs validates that the table position is the expected one. Controllers software verifies that commanded motion is executed or a fault condition is assumed and e-stop condition. H/w emergency stop button stops all the motions and radiation. Es position calculation code review. Mathematical formula for es lines mismatch. An extra pld does redundant motion detection and comparison with microprocessor based measurements. Disable in/out reset display. Automatic testing of adequate position parameters use by the bp. Verify es position with different flip and zoom. Specify, design, inspect and test patient table top per established development standards. Verification for rapid presses on vertical couch movement buttons. Verification for estop opened during vertical couch movement. When the couch is positioned at the planned first slice location as part of scan initialization, buttons that control couch motion are disabled, preventing loss of synchronization between displayed and actual coordinates. Any manual couch horizontal movement in ready state shall cancel the scan. Cct is an exception. Fse replaced the encoder CT absolute of the patient support, the couch control pcb, to resolve the issue. Based on the information provided, cause of the issue could not be determined. However, fse determined that there was an encoder failure.

Event description:
The field service engineer (fse) reported that during a biopsy procedure, the initial scan position (absolute) of the tabletop shown on the gantry display was -99. The operator zero'ed the table position moved the table out and set the marker on the patient. The tabletop was moved back to the zero position, but the gantry display indicated the table top position was -107. The customer recognized the difference in the table position and did not proceed with the biopsy. The philips field service engineer (fse) confirmed that there was no rescan or harm to the patient or operator.